Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca and iu bezel with damage, have burns. The customer complaint was not able to reproduce. There was no error has been identified.